Event description:
Material number: unknown. Batch number: unknown. We have noticed an increase in coring incidents as well. Our first was in (B)(6) with famotidine vial and then other vials were reported including methylprednisolone and heparin vials. There doesn't seem to be a trend toward any one particular medication. We also use the bd blunt fill needles.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
No additional information.